Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. As a result of the visual inspection, no obstructions, damage, broken, or other defects were detected in none of the joins of the product. After reviewing attached photos, no abnormalities that could contribute to the failure mode reported are identified. During the leak test, leak is present in the filter air vent. Complaint is confirmed. Root cause cannot be associated with manufacturing process since the failure could not be reproduced following assembly process. No corrective actions are performed since failure mode is not related with manufacturing process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The most probably cause is the filter became damaged by the use of solutions that contain high levels of surfactants.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, leakage of medical fluid from the filter was observed. No patient injury. No additional information is available for this complaint.